Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted and the motor passed motor test. The displacement test functioned properly. The test blood glucose meter communicated properly to the insulin pump noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received motor error alarm. The customer's blood glucose was 450 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was exposed to magnetic fields and x-ray. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.